Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 331 mg/dl. Blood glucose level at the time of the call was 411 mg/dl. The customer also reported that he was hospitalized due to a heart attack. Customer reported that he performed a complete set change. The insulin pump was not replaced or returned for analysis.